Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock and fainting on (B)(6) 2026 (the patient fell on the floor, hitting their mouth and breaking their lip and tooth). Upon device interrogation, no boston scientific representative was informed and the device was deactivated. On (B)(6), troubleshooting was performed highlighting that the patient has been experiencing over 20 shocks (mostly inappropriate) since (B)(6) 2025 without letting the hospital know. Only during the last episode, in which the patient lost consciousness, did they go to the hospital. The inappropriate shocks are due to oversensing of a very low signal that was not present at the time of s-ICD screening or implant. Clinical investigation revealed the patient developed a bundle branch block, and no available vectors are programable. The patient will receive a transvenous device at the end of september. No additional adverse patient effects were reported. This s-ICD remains implanted but out of service.